Manufacturer narrative:
Examination of the returned graft segment confirmed the presence of two holes in the graft, approx. 1cm apart, each is less than .1mm in diameter. The exact cause of these holes is unk. Code 86: the mfg batch records for the device were reviewed. Code 100: the batch records were not atypical - no similar incidents against this batch. Examination of the returned graft segment confirmed the presence of two holes in the graft, approx. 1cm apart, each is less than .1mm in diameter. The exact cause of these holes is unk. Code 86: the mfg batch records for the device were reviewed. Code 100: the batch records were not atypical - no similar incidents against this batch.

Event description:
The graft was implanted for a femoral-popliteal procedure. When it was declamped, the dr noticed that it leaked blood from a hole. The section of the graft with the hole was removed and replaced with a vein section from the pt. The clamps were again released and the dr noticed a "few more" leaks from holes in the remaining section of the graft. After reclamping and declamping, the graft became blood-tight and was left in. The pt's condition is ok. Note: the quantity of blood that leaked through the graft is unknown.